Event description:
It was reported that the patient's blood glucose reached greater than 300 mg/dl and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. Insulin was leaking at the insertion site and that the adhesive pad was wet. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Due to the device having been worn, the original state of the adhesive pad could not be determined.